Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2015. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient's leads were repositioned on (B)(6) 2017 due to lead migration.

Event description:
Device 1 of 2: reference MFR number: 1627487-2017-03120. Follow-up revealed the lead migration was confirmed by x-rays. The issue was resolved. Further investigation revealed the two leads had different lot numbers. A second device is being reported pertaining to the event.